Manufacturer narrative:
(B)(4). Batch # r9334v. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during an unknown procedure, the plastic tissue pad on non-active blade melted and got detached after less than 10 minutes usage.